Manufacturer narrative:
On 20-apr-2023, the customer reported new questionable results from the module. The reporter stated that the physician did not believe the thyroid result from the module as it did not correlate with the patient's clinical picture. (B)(6) in this medwatch for the new questionable results reported. The calibration and qc data were within specifications. From the analysis of the calibration and qc data, a general reagent issue can most likely be excluded. The investigation determined that when interpreting values around the upper (or lower) level/s of the normal reference range of the ft4 assay and comparing values with the ft4 assay from other analyzers, the following aspects need to be taken into account: the mathematical comparison of the results; the values of the normal reference ranges and calculations thereof; the patient cohort-specific ft4 values and normal reference ranges; and the local/regional differences. The investigation did not identify a product problem.

Manufacturer narrative:
Na.

Event description:
The initial reporter received questionable elecsys ft4 IV results from one patient sample tested on the cobas 6000 e 601 module with serial number (B)(6). The initial result was reported outside of the laboratory. The reporter stated that the assay results from the module (with electrochemiluminescence immunoassay eclia as the laboratory method) were not clinically consistent and that the doctor would need to order thyroid tests from another laboratory to confirm the results. The doctor suspected that the patient had hyperthyroidism and sent the patient sample to two other laboratories - laboratory a which uses a vidas analyzer with an enzyme-linked fluorescent assay (elfa) as the laboratory method and laboratory b which uses an unknown analyzer with eclia as the laboratory method. The doctor deemed the results using the other laboratory method (elfa) more reliable. Please refer to the attachment pt-81360 for the table containing the highlighted questionable results.